Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: angina requiring surgery. Device issue: no device malfunction has been reported. It was reported via a trial that the patient returned to the hospital with unstable angina two days following implant of the xience v stent. A coronary artery bypass graft (CABG) was performed. No additional event or patient information is available.